Event description:
It was reported that there has been continued changes in the impedances of the pt's device. Over a period of time the impedances have been continuing to increase. The pt has been closely monitored to observe any additional changes or stabilization of the impedances.